Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the device had a missing component while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
The manufacturer field service technician reported that the device had a missing component while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.